Manufacturer narrative:
Test and investigation confirmed free flow with a returned set. The returned unused set tested ok. The flow detector was ok. The pump was received with loose boards, however, when tested with a new set the unit passed all performance verification and long term tests within product spec. A defective administration set caused the free flow. The frequency of death or serious injury reports for code 104 (freeflow) for lifecare products is approximately 0.35/million sets.

Event description:
Report of "free flow" of nitroglycerine received. The pump was being set up in the emergency department to administer a nitroglycerine infusion at 3 ml/hr. At initial setup, a nurse immediately noted a fast flow of fluid in the drip chamber. She stopped the flow, turned the device off/on, reset it for 3 ml/hr and restarted the infusion. The same scenario occurred. The device did not alarm, but the nurse reported she immediately intervened and may not have given the pump time to alarm. The pt experienced a drop in blood pressure from a baseline of 120-140/70 to 66/30. She was placed in the trendelenberg position and her blood pressure quickly returned to baseline. The pump was switched out and the same tubing worked fine in the new device. The pt was then transferred to ICU. There were no adverse sequelae reported.